Manufacturer narrative:
(B)(4).

Event description:
The pt was traveling so went to a facility different than her normal facility to have the pump refilled. The pump was accessed and 4 cc of fluid was pulled from the pump. The assistant then had trouble locating the pump fill port to perform the refill. Following the refill, the pt was hospitalized for awhile for an overdose, but had since returned to normal therapy. The device system was used to deliver clonidine and baclofen.